Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. Representative reported that the image acquisition system (ias) central processing unit (cpu) was not booting. The rep reconfigured the files and tested the system. The system was booting normally with five successful reboots and multiple 2d and 3d images were taken. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system boots to system booting please wait screen and would not boot past that screen. The site tried rebooting the system three times with no resolution. There was no patient present when the issue was reported.

Manufacturer narrative:
Correction: a medtronic representative reported that the configuration file on the imaging system was restored to resolve the reported issue.